Event description:
Field follow-up reported that the physician suspected this patient's syncopal event was caused by asynchronous pacing associated with blood pressure changes during rv vvi pacing. This anomaly would correspond to the pacing outputs during rv threshold testing. No intervention has been taken and to date the device remains implanted and in service.

Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available, this investigation will be udpated.

Event description:
Boston scientific received information that during a follow up visit the patient with this pacemaker experienced syncope during ventricular threshold testing. The device interrogation revealed no pacemaker output or sustained loss of capture. This event last around 10 seconds. The patient spontaneously recovered from this episode. A chest x-ray was taken also and no results available yet. The patient will be seen by a physician in 1 or 2 weeks. No additional adverse patient effects were reported.